Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed due to the patient's bicuspid aortic valve. The deployment of the valve was attempted 2 times and recaptured 2 times due to the implant depth being too shallow; however, the valve was unable to fully retract into the delivery catheter system (dcs). Following the implant of the valve, the valve was explanted. It was noted that a 15 minute procedural delay occurred. No patient complications were reported as a result of this event. Additional information was received that clarified the first valve attempted was never implanted and was removed via the sheath instead of being explanted. A new valve and dcs were used to complete the procedure.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed due to the patient's bicuspid aortic valve. The deployment of the valve was attempted 2 times and recaptured 2 times due to the implant depth being too shallow; however, the valve was unable to fully retract into the delivery catheter system (dcs). It was noted that a 15 minute procedural delay occurred. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected h.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.